Event description:
It was reported that a large volume infusor leaked through the injection port. This occurred while the product was being prepared in the mixing center. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Facility name: (B)(6) clinica. Phone number: (B)(6) ext (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from january 15, 2021 ¿ january 19, 2021. H10: the device was for evaluation containing fluid in the bladder. Visual inspection revealed a backflow (leak) at the fill port when green color water was added in the fill port for a leak test. The cause of the backflow (leak) was due to three (3) clear plastic particles lodged under the device checkband. The plastic particles were identified to be mixture of kraton (also known as sebs, styrene-ethylene-butylene-styrene rubber) and silicone material via fourier transform infrared spectroscopy (ftir) test. The reported condition was verified. The cause of the clear plastic particles under the checkband could not be determined; however, the most probable source of the material may have come from the fluid container in which the user used to fill the device without a filter. The product labeling (instruction for use, IFU) has recommendation that a filter should be used during fill. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.